Event description:
It was reported that the patient has had device infections off and on since implant. The pt reportedly was diagnosed with (B)(6). The physician planned to remove the device system on (B)(6) 2011. Add'l info was requested.

Manufacturer narrative:
(B)(4).